Event description:
Medtronic rep reports when pt lays down, they experience a shocking sensation that starts in the back and goes around the abdomen. Pt fell in (B) (6)2010 and at first stimulation was okay but within a short time sensation changed. Movement by the pt can cause changes in the stimulation. Impedances were checked and readings >20000 ohms were reported. Add'l info has been requested and if received a f/u report will be sent.

Manufacturer narrative:
(B) (4).